Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 088. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/08/2016 correction: a review of the call with customer technical support indicated that the call service 088 alarm only occured once. As the alarm only happened one time, the alleged issue is unlikely to cause a delay in insulin delivery treatment.

Manufacturer narrative:
Follow-up #2 date of submission 02/06/2017 - correction to serial #.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 088 alarm. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump successfully completed the 12 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.